Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the account distributor quality representative, received a hi-torque whisper extra support guide wire (gw), with a cut in the inner pouch, compromising the sterility of the device. The guide wire was not used in a patient . There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned pouch and dispenser coil and the reported tear on the pouch was confirmed. Additionally, it was noted that there was a visible scratch on the outer ring of the coil dispenser. The scratch on that outer ring of the coil dispenser lined up consistently to that of the tear on the pouch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Factors that may contribute to packaging component damage may include but are not limited to mishandling during manufacturing/addendum labeling, damage during shipment, mishandling during receiving/storage at the account, and/or mishandling during unpackaging at the account. To help ensure this damage does not occur during the manufacturing/relabeling process, all stent delivery systems are 100% visually inspected for damage at numerous points in the manufacturing process, including at the point that the product is inserted into the dispenser coil. Based on the reported information, scanning electron microscopy (sem) and returned analysis, the investigation was unable to determine a conclusive cause for the reported packaging tear damage, and scratch/nick on the dispenser coil. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial filed report, the following information was received: reportedly, the chipboard box was opened by removing the adhesive tape that sealed it and no tools were used. The logistic intern noticed the damage to the inner packaging; however, the outer chipboard box had no damage.